Event description:
Event description cpi received information that this implantable pulse generator (ipg) was explanted and returned to cpi for normal elective replacement time (ert). Ra analysis found the model number and magnet rate word, were were reset at the hex-a-decimal level, and contained the wrong addresses.